Manufacturer narrative:
On july 07, 2023, mentor received the following additional information. During a physical exam with a medical professional, she was diagnosed with a deflated right breast implant and baker grade ii-iii capsular contracture of the right breast. Mammogram imaging was conducted indicating bilateral breast calcifications and mild contour deformity of the left breast implant suggesting left-sided capsular contracture. As an event was reported for the contralateral side, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-08376 for the contralateral event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 40-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient observed an issue with her right breast upon waking up. During a physical exam with a medical professional, she was diagnosed with a deflated right breast implant. As a result, the patient underwent bilateral removal and replacement with 400cc mentor memorygel breast implants on (B)(6) 2023.

Manufacturer narrative:
On august 01, 2023, the mentor analysis lab received the suspect medical device for evaluation. On august 02, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 8.1 cm. A microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).